Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced poor vision following an intraocular lens (iol) implant surgery. The patient was bilaterally implanted in two different procedures. Per the patient, it was difficult for her to work due to her poor sight. The patient was reported to be taking antidepressant medication due to this event. No further information is expected. This is one of two reports being filled for this patient. This report is for the patient's right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unspecified handpiece. The customer indicated the use of a viscoelastic, which is not qualified for use with the reported cartridge. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided by the surgeon, who reported that the patient was very dissatisfied with both distance and near vision.